Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 19 occurred during the load sequence with multiple cartridges. Customer's blood glucose was not impacted. Reportedly, the customer reverted back to manual injections for insulin therapy.